Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was pericardial effusion occurred during the procedure. Procedure was aborted. It was reported that a versacross connect access solution for carto vizigo sheath was selected for use. It was reported that the non-boston scientific generator displayed error 533 (measured voltage in non-active state above the limit) when the ablation catheter was advanced into the body and floating in the right atrium. The grounding pads were not connected to the non-boston scientific generator yet, which was rebooted and the error cleared. The procedure continued. The non-boston scientific generator had just been sent in for testing in the past 2 weeks and the account just got the generator back. They was unable to provide the generator details. It was also reported that a pericardial effusion occurred during the procedure. The physician had a tough transeptal access for the patient. No ablation had occurred. The non-boston scientific catheter was just placed in the left atrium when the physician checked ice after going transeptal, and the pericardial effusion was noticed and confirmed with ice. The physician used versacross for transeptal access. The procedure was aborted. There was no medical intervention provided. The last known patient status was stable. The patient was being transferred to the ICU for monitoring. The non-boston scientific catheter, vizigo sheath, & non-boston scientific catheter were the bwi devices inside of the body when the pericardial effusion was noticed. All devices were brand new and not reprocessed. The caller reported that the non-boston scientific catheter, vizigo sheath, and non-boston scientific catheter were sent for reprocessing. The devices were unavailable for return, and no information for the devices are available. Css advised to save the adverse event under the non-boston scientific catheter. Software version confirmed as unknown the caller reported that the non-boston scientific system was used for ablation. The non-boston scientific generator was set up for ablation. The verscross device is not expected to be returned for analysis. Medwatach report #mw5175401.